Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted.

Manufacturer narrative:
(B)(4).this report for a user error - failed to follow therapy steps was not confirmed due to unavailable sample. The cause was determined to be that the patient used tape to secure a connection between the disposable set and solution bags. The results of a label review revealed labeling to be adequate for the user error in this report. Similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
The home patient (hp) reported that a check lines and bags alarm occurred for the homechoice (hc) device and that the heater bag disconnected during fill 2/4. The hp reconnected it and called in for the alarm. The technical service representative (tsr) explained that when the heater bag disconnected, the supplies were compromised. The tsr advised hp to end therapy and start over with new supplies, or finish with manual supplies. Hp wants to just end therapy. Tsr advised hp to call the nurse (rn) in the next 24 hours and inform her of any missed therapy and that the heater bag disconnected during therapy. (B)(4) contacted the rn on (B)(6) 2011. The rn stated that the patient mentioned the disconnection, but she did not know that the patient reconnected after. The rn stated that the patient did not understand the luer lock concept, and they have been taping the connections together instead of twisting on the sets. There was no patient injury or medical intervention indicated at the time of the initial report. No further information is available.